Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receivers showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed as the device had no voltage. No share log data was available for review. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.